Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a sigma spectrum pump experienced air in line alarms during norepinephrine therapy in the intensive care unit. The customer reported the patient was being infused with high doses of norepinephrine 1-1.5 mcg/kg/min required for her shock state (inotropic dependent condition). The pump stopped and started to alarm when air was in the tubing which caused an interruption of norepinephrine resulting in a critical decline of the patient's blood pressure to 60/30. The device alarmed as designed however medical intervention was required in the form of removing the IV tubing and administering a free flow of medication to preclude further decline in the patient's hemodynamic condition. It was reported by the customer that the patient eventually expired however this event did not impact the patient's outcome.